Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the sensor electrode was missing. Father explained that the transmitter was not blinking when connected to the sensor. The customer removed the sensor and found the cannula was missing. Father stated that there was no need to get xrays since it seemed like the cannula never entered the customer's body. It was advised that it might be retracted in the sensor base. The sensor would be replaced and returned for analysis. Blood glucose value is unknown.